Manufacturer narrative:
In the case description, the user mentioned that the battery was swollen and not holding a charge. The personal diabetes manager (pdm) was returned without a battery. Inspection of the battery compartment and back cover found no damages that would indicate the battery was pressing against them. A known good battery was inserted into the dash pdm and the pdm was able to turn on and boot up with no issues. Review of the android log files downloaded from the pdm found no evidence of increased battery drain or overheating of the pdm that might contribute to swelling of the battery. The engineering logs showed that the battery temperature remained within operating specification during use for the last few days of use. Logs also showed no instances of the battery failing to hold charge after a full charge. Logs show that the pdm battery was able to last for at least 29 hours after a full charge and met the product requirements for battery life of a pdm used for more than 2 years. The pdm was paired with an unused pod and used under typical use conditions for 36 hours. The pdm battery was able to last for the full 36 hours. No instances of increased battery drain was observed during testing. Investigation found no issues with the battery retaining charge. The battery was unable to be inspected for swelling as it was not returned. The exact cause of the reported battery swelling could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was swollen. It was also reported that the controller was not holding charge.